Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. No excessive no delivery alarms or failed battery test alarms were noted. Unit was downloaded to carelink successfully. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery and several no delivery alarms. The customer's blood glucose reading was below 20 mg/dl at the time of incident. Troubleshooting found that the alarms were resolved by a complete set change. Customer declined to troubleshoot for the low blood glucose and indicated that paramedics came to his home and he was treated. Customer thought that low blood glucose was caused by incorrect basal rate settings. The customer was advised that the device would be replaced and to return the product for analysis.